Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The physician reported that a CT scan revealed fluid collection over the electrodes. The device was explanted removing a majority of the lead. It was reported that the patient was not reimplanted due to the infection. The patient subsequently developed an abscess and infection around his clavicle which was attributed to the patient¿s sepsis and pneumonia. No plans have been made for re-implant at this time. During the exploratory surgery high impedance was observed on system diagnostics. The high impedance was reported in MFR. Report # 1644487-2014-02015.

Event description:
It was reported that the patient developed a large bump above the lead incision site following generator replacement surgery. It was reported that the patient has a history of infection over the generator site. It was reported that the lead incision was not opened during the generator replacement surgery and the patient is scheduled for exploratory surgery to determine if an infection is present. Further follow-up revealed that exploratory surgery confirmed that an infection was present. It was reported that pneumonia and a history of sepsis may have contributed to the infection around the lead electrodes. The physician indicated there is no relationship of the mass to vns.